Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 nasal cannula was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Result: visual inspection revealed that the nasal interface was not properly seated on the cannula manifold on the returned opt844 nasal cannula. A lot check could not be performed as a lot number was not provided. Conclusion: it is most likely that the cause of the loose nasal interface was due to a pulling force from over tightening of the headstrap or a pull force on the lanyard when the lanyard is not in use. The user instructions that are accompanied by the opt844 illustrate the procedure for fitting the optiflow nasal cannula to a patient. The opt844 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. All optiflow interfaces are inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded.

Event description:
A healthcare facility in (B)(6) reported that the tubing was pulling away from the headband on an opt844 optiflow nasal cannula. No patient consequence was reported.